Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged tubing is inconclusive due to the lack of detail in the returned photo. One photo of an extension tube/luer hub was returned for evaluation. The extension tubing seems to originate from a 20g safestep infusion set, however, the full device is not in view in the photo so this cannot be conclusively verified. Review of the photo found that no damage was present on the components. Some artifact can be seen at the junction point between the luer hub and extension tubing, but the photo does not provide enough detail to determine what the artifact is (e.g., liquid inside the extension tubing). Based on the available material for review, there is insufficient evidence to identify the alleged issue or a root cause of the reported issue.

Event description:
It was reported that the tube near the hub was broken when infusion. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported that the tube near the hub was broken when infusion. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.